Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) observed a significant battery decline in this implantable cardioverter defibrillator (ICD), dropping from an estimated 4.5 years with a power consumption of 37 microwatts to 1.5 years with 35 microwatts over eight months. Technical services (ts) assessed and confirmed that the patient was not in chronic atrial fibrillation and did not exhibit high output or power consumption. No known programming changes were identified. A request was made to have data from this device analyzed. Data analysis revealed a rapid, steady discharge pattern consistent with device malfunction. Device explant and replacement were recommended. The data indicated that there was likely sufficient reserve for the device to maintain normal therapy functions for 90 days, after which replacement or battery status reassessment should be performed. To date, this ICD remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) observed a significant battery decline in this implantable cardioverter defibrillator (ICD), dropping from an estimated 4.5 years with a power consumption of 37 microwatts to 1.5 years with 35 microwatts over eight months. Technical services (ts) assessed and confirmed that the patient was not in chronic atrial fibrillation and did not exhibit high output or power consumption. No known programming changes were identified. A request was made to have data from this device analyzed. Data analysis revealed a rapid, steady discharge pattern consistent with device malfunction. Device explant and replacement were recommended. The data indicated that there was likely sufficient reserve for the device to maintain normal therapy functions for 90 days, after which replacement or battery status reassessment should be performed. To date, this ICD remains in service. No adverse patient effects were reported.